Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device system main drawer #2 failed. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 01jun2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the station drawer failed was confirmed by the bd field service engineer and in agreement by the dchu investigation team. The field service engineer evaluated the station: replaced retractor band cable assembly; however, there was still an issue replaced both drawer controller board and pyxibus module controller pharmacy tech recovered and inventoried drawer initial visual inspection of the received pyxibus module controller observed crystallized contamination along its components as well as dried fluid residue along the board; and electrical measurement of the pyxibus module controller noted a component to be shorted. A shorted board component is one of the symptoms of the issue of a station drawer failing visual inspection of the received retractor band cable assembly dried fluid residue along the cable the pyxibus module controller¿s crystallized contamination was scraped/cleared; and visual inspection, under magnification, observed thermal damage on the board¿s u300 (integrated circuit) component and its surrounding area.